Manufacturer narrative:
Films supplied for review found: initial complex construct c1-7. Pedicle screws at c6 and c7 fractured forcing revision. Lateral connectors were applied and pedicle screws were placed in t1-4.

Manufacturer narrative:
Additional info: screw returned broken at about the fourth thread. Optical examination of the adjacent surface immediately around the crack ori gination area did not identify a surface defect which could contribute to crack propagation. Microscopic examination of fracture surfaces reveal a fairly flat, quasi-brittle fracture, with progressive striations, which are indicative of cyclic fatigue, followed by ultimate failure of the implant. The fracture surface morphology suggests the primary mode of fracture to be cyclic fatigue, with a localized region of origin, direction of propagation and subsequent final fracture. Key dimensional specifications of the screw (i.e. Major diameter and shank (initial minor) diameter) were measured and found to meet the part specification. The above observations are consistent with cyclic fatigue.

Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 6958824, 510k # k081297 was cleared in the united states. The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a spinal surgical procedure at c1-2. It was reported that the patient underwent a revision surgery to extend the construct to c7. Sometime post op it was found that the left sided screws at c6 and c7 were fractured. Another revision surgery was performed to extend the fixation due to severe kyphosis at c7-t1. No additional patient complications were reported.